Event description:
It was reported that the pump fails accuracy by +8.6%. The reporter stated this issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump fails accuracy by +8.6%. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the lcd lens nicked. During air detector test found it was damaged, and the probable root cause was unknown.